Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by university of liverpool, in united kingdom. The title of this report is ¿hallux valgus: the main risk factor for nonunion in first mtpj fusion treated with a dorsal plate¿ which is associated with the stryker ¿anchorage plating¿ system. The article can be found at https://online.boneandjoint.org.UK/doi/abs/10.1302/1358-992x.98bsupp_19.bofas2016-024. Within that publication which included 73 patients, post-operative complications were reported, which allegedly occurred from april 2014 and april 2016. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses nonunion. (Case 4 of 7).